Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to a broken nail at the level of the cervical screw. There was no consolidation after five months from the initial fracture.